Event description:
A durable medical equipment supplier (dme) alleged that a thermal event resulted in a void in the top enclosure of a heated humidifier. Upon MFR's receipt, the void associated with the thermal event was found to be on continuous positive airway pressure device (CPAP) and not the humidifier. There was no report of harm or injury. The MFR determined there were signs of water ingress to the electrode components inside the CPAP, leading to a short circuit and subsequent thermal damage and compromise of the top enclosure. There was no evidence of damage to the associated humidifier.

Manufacturer narrative:
The product's labeling provides user care and handling instructions to prevent water ingress from occurring or affecting the operation of the device. The MFR concludes the product failure was caused by the user mishandling/abuse. The MFR concludes that no further action is necessary.